Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m161652 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m161652. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting), related to kit lot m161652 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on a direct tested nasal kitted swab. Repeat testing was not performed. Pcr confirmation testing (method not provided) generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.